Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the touchscreen d ID not adequately respond. The selected values vibrate when attempting to change them. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed in an fi test ventilator. The test ventilator powered up from ac, the ac led indicator turned on and the ventilator delivered breaths. The touch screen responded to touch commands and the screen calibration test passed. The ventilator operated for 2 hours during which time post was executed 25 times without generating any failures. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. The touchscreen assembly was tested and no failures were identified.